Manufacturer narrative:
The beckman field service engineer (fse) evaluated the instrument and found the center acrylic part of the flowcell assembly to have been cracked. Fse replaced acrylic to resolve the leak issue. (B)(4).

Event description:
A customer reported to beckman coulter, customer technical support "cts" that their unicel dxc 600 pro synchron system is leaking around tube line 27 of the ion selective electrode "ise" module. Customer determined volume of leaked fluid to be 10 ml. No personnel were exposed to fluid. It was contained to the instrument. The operator wore gloves and lab coat. No one needed medical attention. Leak did not impact sample or reagent integrity. No erroneous results were generated.